Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information were performed and the information is unavailable from facility. Because the product was not provided, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that the patient experienced a pericardial effusion (pe) with cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A versacross connect laac access solution was selected to be used. Transeptal access was successfully obtained; however, significant difficulty was encountered advancing the intracardiac echocardiography (ice) catheter across the septum due to scar tissue. Transesophageal echocardiogram (tee) imaging was temporarily unavailable, and there was extensive manipulation with multiple sheaths and ultimately two transeptal punctures (tsp). The physician positioned the watchman access system (was) in the laa of the patient and then inserted the watchman flx pro laa closure device & delivery system (wds). The closure device was deployed, but determined to be too long, resulting in two recaptures. Before a smaller closure device could be inserted, a pericardial effusion with cardiac tamponade was identified. The deployment ended up being aborted. The physician performed a pericardiocentesis to treat the effusion and the patient was admitted to the intensive care unit (ICU) for monitoring. The color of the fluid was bright red. There was a trace pericardial effusion prior to the procedure and became moderate during the case. The location of the pe was posterior, and there was a hemodynamic compromise. The physician is not aware of when during the procedure the pe occurred. The versacross connect rf wire was located in the body across the septum and the loop was in the left atrium at the time the pe was discovered. Multiple attempts were required to track up/drop down into position on the septum prior to tsp being performed. A non boston scientific sheath/dilator was used with no difficulties. Visualization was poor during the 2nd tsp, no visualization issue during the first tsp attempt. The first transeptal puncture tented well. The second, unsure due to poor visualization. The first transeptal puncture was low and mid. The second transeptal puncture appeared to end up being more mid and anterior which was able to assess better with tee later. There was no excessive force being applied during transeptal puncture, but possible excessive probing when trying to cross the septum with the ice catheter. The scar tissue was pre-existing. The patient has had 3 prior ablations with transeptal punctures in the past. The patients current condition is unknown.